Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation sometime in the year 2013 (exact date unknown) and the patient was discharged home. The patient returned to the emergency room (ER) several times complaining of "pelvic pain" and "bowel pressure". The physician attempted to perform a dilatation and curettage (d&c) to "alleviate distention and fluid retention". The patient could not tolerate the attempted dilation. The patient will eventually need a hysterectomy.